Event description:
A cartridge alarm was reported during pumping, and the customer expressed concerns about repeatedly replacing supplies, which led to wastage. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump with updated software to address the issue and confirmed the customer would use mdi as backup therapy. The customer was informed about training availability and instructed to return the malfunctioning pump within 10 days.